Manufacturer narrative:
The following devices were also listed in this report: a 26mm std lfit v40 head; cat# 6260-9-126; lot# 50353901. Uhr bipolar 26x47mm; cat# uh1-47-26; lot# nnlt92. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Daughter called regarding patient/mother had a left hip bipolar replacement. Fell out of bed and broke hip prior to surgery. Says patient is in pain and keeps rubbing the area of the scar and is depressed and fatigued.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: review of the device history records indicates all devices accepted into final stock with no relevant reported discrepancies. The device is not the subject of a recall. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the root cause of this investigation could not be determined as insufficient information was received. Further information such as return of device, x-rays, operative reports, patient history are needed to fully investigate this event. If additional information and/or device become available, this investigation will be reopened.

Event description:
Daughter called regarding patient/mother had a left hip bipolar replacement. Fell out of bed and broke hip prior to surgery. Says patient is in pain and keeps rubbing the area of the scar and is depressed and fatigued.